Manufacturer narrative:
At this time no further information has been provided. Should we receive additional information, this report will be updated.

Event description:
It was reported the right atrial lead (ra) was explanted only seven days after implant due to failure of the active fixation (helix) mechanism. No further information has been provided.